Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: device appearance: observed an eyelash in the device is not considered a workmanship since the device was not received in the original sealed packaging. However, a further investigation will be requested to analyze this case. Leak test and microscopic analysis was performed which identified: the unit does not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an eyelash was observed on the device, however is not consider as workmanship due to the device was not received in the original sealed packaging. Further analysis results: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis lab it was observed an eyelash on the device, however, it wasn¿t considered as workmanship's since the device wasn¿t received in his original sealed packaging. Considering that there is not an adverse trend for this type of event only pr# (B)(4) no additional actions are deemed required at this time. The issues with hair/fiber on implant will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "found an eyelash on an implant upon opening the implant." Device was not implanted. Surgery was completed with a back-up device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device was not implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "found an eyelash on an implant upon opening the implant." Device was not implanted. Surgery was completed with a back-up device.